Event description:
Stent inserted at another facility. In for 2 months. Retained piece of double j stent. Had to undergo second surgery to remove. During second surgery, still unable to remove. Will attempt again. Surgeon stated stone on stent-stuck. Stent must have become fragile and piece broke off it as he was attempting to pull it out. Stones-uric acid. Device removed.